Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had sporadic issue with the co2 portion, when they switch to air that would not stop. The issue was found during inspection for use. There were no reports of patient harm.